Event description:
Customer reported when their father sat on the chair the seat collapsed and he fell down into the space the seat covered. He was stuck in the frame was able to extract him but not without some bruising and scratches.

Manufacturer narrative:
Device was not available for inspection at this time. Age is 6 months but only in use for 3 weeks. Photos submitted.